Event description:
International affiliate reports the implanted valve's pressure changed and the valve did not function properly. The surgeon believed the device had an obstruction in the outlet valve and the distal catheter component. The device was explanted.